Manufacturer narrative:
Product analysis: as found condition: the concerto implant coil was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened concerto implant coil outer carton, within an opened concerto implant coil inner pouch, and within a dispenser coil. No microcatheter was returned. Visual inspection/damage location details: the concerto implant coil was returned in an introducer sheath which was found to be applied correctly with the wavelock facing towards the proximal end of the pushwire. The pushwire was found to be broken at ~46.6cm (release wire visible) from the distal end. The concerto implant coil became detached upon handling the device. The concerto implant coil was found to be stretched and damaged. After inspecting the detached implant coil. The release wire was found to be pulled; however, this was unable to be determined. No other anomalies were observed. Testing/analysis: the concerto implant coil could not be used for resistance testing with an in-house microcatheter due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath. Hub¿ was confirmed, although the cause was unable to be determined. The customer noted that ¿the coil and the microcatheter were both not damaged¿. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, or use of an improper hubbing technique (over tightening of the rhv/sheath not firmly seated into hub), tortuous anatomy, and damage or kink to pushwire. No mention of the patient's vessel tortuosity or blood flow was provided. The customer reported that ¿the device was prepared as indicated in the instructions for use¿ and ¿a continuous saline flush was carried out according to IFU procedure¿. The concerto implant coil was reported to be able to push smoothly out from the introducer sheath without any issues; however, after the implant coil inspection, the pushwire was found to be broken and the concerto implant coil was found to be stretched and damaged. It is possible the damage occurred during the attempt to advance the implant coil into the micro catheter hub against the reported resistance. The broken pushwire is a sign that some force was used while advancing the coil. The progreat microcatheter used in the procedure was not returned, nor was much information provided about the microcatheter; therefore, compatibility was not able to be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a concerto helix coil (2mm x 4cm) encountered resistance and became stuck at the hub of a microcatheter during use. The microcatheter brand was identified as progreat. The device was prepared as indicated in the instructions for use, and the coil was able to push smoothly out from the introducer sheath. There was no damage to the catheter or the coil. The failed product was returned, and no adverse patient effects were reported. Additional information was received that the cause of the resistance was not determined. The coil came out of the introducer sheath smoothly. A continuous saline flush was carried out according to IFU procedure.